Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2016 after presenting to the hospital with a history of tarry stools since (B)(6) 2015. Hemoglobin (hgb) was 8.3 gm/dl and hematocrit (hct) 25.0%. The patient was transfused with two units packed red blood cells (prbcs). Home medications of warfarin 6-7 mg and aspirin 325 mg daily were held on admission. On (B)(6) 2016 stool was positive for occult blood. Gastroenterology was consulted and recommended upper enteroscopy and colonoscopy. Intravenous (IV) pantoprazole was started and on (B)(6) 2016 the patient was later transitioned to oral pantoprazole. Aspirin was restarted (B)(6) 2016. On (B)(6) 2016 the patient underwent both small bowel enteroscopy and colonoscopy. Findings did not show evidence of bleeding. Enteroscopy showed non erosive esophagitis with overlying exudate noted in the distal esophagus; the exudate would not wash off with water. No clear erosions or mucosal tears noted. No bleeding was noted. A 3 cm hiatus hernia was present. The cardia, gastric fundus, gastric body, incisura, gastric antrum and pylorus were normal. No blood noted in the stomach. There was no evidence of significant pathology in the duodenal bulb and the remainder of the examined duodenum. No avms noted. Bile was seen in the duodenum. There was no evidence of significant pathology in the proximal jejunum. No active bleeding or old heme noted. Incidental lymphangiectasias identified. Impression: - erosive esophagitis vs esophagitis desiccants - possible source of patient's recent melena. - moderate sized hiatus hernia. - normal stomach, duodenum and jejunum otherwise. Warfarin was restarted on the evening of (B)(6) 2016. Hemoglobin and hematocrit were stable throughout hospitalization and the patient was discharged home on (B)(6) 2016. The patient is a participant in the (B)(6) trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.